Event description:
Customer reported the system would not rotate or move vertically. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the relay board. System operates as intended.